Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable gluc3 glucose hk results for an unknown number of patient samples that were not consistent with the patient's history. On investigation of the data, questionable results were also generated for ggt and phosphorus. The specific number of patient samples involved was unclear. Of the data provided for three patient samples, only the following results were discrepant. Sample 1 initial ggt result was 0 u/l and the repeat result was 33 u/l. The initial phosphorus result was 0.00 mmol/l with a data flag and the repeat result was 0.97 mmol/l. Sample 2 initial glucose result was 2.1 mg/dl with a data flag and the repeat result was 103.7 mg/dl. Information concerning if the erroneous results were reported outside of the laboratory was requested but it was unknown. Other samples measured in the same time frame and were reported and were possibly erroneous. There was no adverse event was reported. The glucose reagent lot number was 193436. The expiration date was requested but was not provided. The ggt and phosphorus reagent lot numbers and expiration dates were requested but were not provided. The customer was advised to change the sample probe and check the syringes for air bubbles. The customer changed the probe and reported the syringes looked fine. The customer performed precision testing which was acceptable. Further investigation determined the issue was most likely due to contamination which blocked the probe. Based on the provided reaction monitors, the sample was missing from the reaction. The contamination may have been due to insufficient preanalytical handling of the samples.